Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent an abdominal surgery for an incarcerated incisional hernia with implant of a bard composix kugel mesh. (B)(6) 2012 - the patient presented to the hospital with complaints of infection. The patient was allegedly found to have an infected abdominal wall mesh with abscess and enterocutaneous fistula. (B)(6) 2012 - the patient underwent surgery to have extensive adhesiolysis, segmental small bowel resection, drainage of multiple complex abdominal wall abscess and explantation of the entire abdominal wall mesh. The attending surgeon allegedly stated that "findings were that of an infected abdominal wall mesh that was literally plastered to a large segment of small bowel and ascending colon." Patient was discharged ten days later. The attorney alleges the patient experienced infection, fistula, abscess, pain and was seriously and permanently injured. Addendum per additional information received: (B)(6) 2006 - patient with a complex surgical history was diagnosed with incarcerated incisional hernia from a previous sigmoid colon resection site and underwent laparoscopic-open repair with implant of composix kugel hernia patch. Per the operative notes,"careful adhesiolysis was undertaken. The hernia sac was dissected. Therefore, a piece of 20x18 cm composix kugel mesh was used and the ptfe side was placed facing the intestine. The marlex mesh was towards the anterior abdominal wall¿. Patient was hospitalized several times with the infected mesh. (B)(6) 2012 - patient was diagnosed with and abscess, enterocutaneous fistula and underwent exploratory laparotomy, lysis of adhesions, small bowel resection and excision of the entire mesh. Per the operative notes, ¿the findings were that of an infected abdominal wall mesh literally plastered to a large segment of small bowel and ascending colon, and removing the mesh required tedious dissection. Once the entire mesh was explanted, I surveyed the small bowel and carefully adhesiolysed it all from the terminal ileum. I did not feel that because of the degree of sepsis, that even placing a biological mesh was safe and so this was not done¿. Attorney alleges abscess, adhesions, bowel/intestinal removal, pain, fistula, emotional injuries, removal surgery and septic shock.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided indicated the patient experienced fistula, adhesions, abscess, pain and infection. Fistula and adhesions are listed as known adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the event, explant and manufacturing dates. Based on the information provided, it is unknown to what extent the device may have caused or contributed to the reported event, no conclusions can be made. Based on medical records provided, this is a patient with a complex medical/surgical history significant for esophagitis, hypertension, dvt, and multiple surgeries. Per medical records post composix kugel mesh implant, the patient was hospitalized several times for mesh infection and subsequently underwent mesh explant due to diagnosis of infected abdominal wall mesh with abscess and enterocutaneous fistula. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b2, b4, b5, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected fields: b3 (event date), d.6b (explant date), h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided indicated the patient experienced fistula, adhesions, abscess, pain and infection. Fistula and adhesions are listed as known adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent an abdominal surgery for an incarcerated incisional hernia with implant of a bard composix kugel mesh. On (B)(6) 2012 - the patient presented to the hospital with complaints of infection. The patient was allegedly found to have an infected abdominal wall mesh with abscess and enterocutaneous fistula. On (B)(6) 2012 - the patient underwent surgery to have extensive adhesiolysis, segmental small bowel resection, drainage of multiple complex abdominal wall abscess and explantation of the entire abdominal wall mesh. The attending surgeon allegedly stated that "findings were that of an infected abdominal wall mesh that was literally plastered to a large segment of small bowel and ascending colon." Patient was discharged ten days later. The attorney alleges the patient experienced infection, fistula, abscess, pain and was seriously and permanently injured.